Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), rheumatoid arthritis ("rheumatoid arthritis") and urinary tract infection ("uti (urinary tract infection)"). The patient was treated with surgery (on (B)(6) 2014, she had hyst. (Partial) (hysterectomy as interpreted)). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, metrorrhagia, rheumatoid arthritis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, dyspareunia, metrorrhagia, pelvic pain, rheumatoid arthritis and urinary tract infection to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, dyspareunia (painful sexual intercourse), metrorrhagia (bleeding b/w periods), rheumatoid arthritis, uti (urinary tract infection). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: reporter and patient demographics and laboratory data were added. Updated essure drug indication. On (B)(6) 2013, she implanted essure (previously reported as 2012). Injury event was replaced with pelvic/abdominal, dyspareunia (painful sexual intercourse), metrorrhagia (bleeding b/w periods), rheumatoid arthritis, uti (urinary tract infection). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pyelonephritis, frequency urinary, migraine, augmentation mammoplasty, burning micturition, nocturia, chronic headaches, cystitis, migraine, acne vulgaris, hematuria, vaginal delivery ((B)(6) 2011), pre-eclampsia, ovarian cyst, yeast infection, thyroid nodule, flank pain, kidney stones, weight gain, lower abdominal pain, bloating, amenorrhea, asthma, nasal operation (1995), synovitis, menses irregular, gravida ii and parity 2. Previously administered products included for an unreported indication: verapamil, trimethoprim, adipex, verapamil hcl, eletriptan hydrobromide, zofran, spironolactone, macrobid, folic acid, demerol and depo-provera. Concurrent conditions included knee pain and knee swelling. Concomitant products included amitriptyline, ethinylestradiol;norgestrel (low-ogestrel), metronidazole (flagyl 250), oxymorphone hydrochloride (opana) and sertraline hydrochloride (zoloft) since (B)(6)2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract infection ("uti (urinary tract infection)"), libido decreased ("hormonal changes describe: decrease in libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), endometriosis ("endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and back pain ("lower back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). At the time of the report, the pelvic pain, abdominal pain, dyspareunia, metrorrhagia, rheumatoid arthritis, urinary tract infection, libido decreased, vaginal haemorrhage, menorrhagia, ovarian cyst, endometriosis, dysmenorrhoea, vaginal discharge and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, endometriosis, libido decreased, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, rheumatoid arthritis, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, dyspareunia (painful sexual intercourse), metrorrhagia (bleeding b/w periods), rheumatoid arthritis, uti (urinary tract infection). Hysteroscopy with , right essure placement - (B)(6) 2013 left essure placement - (B)(6) 2013 there were two coils visible of the right essure. Did not remove bilateral fallopian tubes where essure devices are located diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral occlusion. Impression: occlusion of the fallopian tubes (as per mr). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, rheumatoid arthritis, pelvic pain, dyspareunia, metrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet and medical records received: new events - hormonal changes describe: decrease in libido, abnormal bleeding (vaginal), reproductive system disorder or condition type of disorder or condition: ovarian cysts, endometriosis, dysmenorrhea (cramping), lower back pain, vaginal discharge were added. Reporter¿s information, patient demography, medical history,concomitant condition, lab data, historical drug, concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.